Manufacturer narrative:
Arjo was requested by the customer facility for service of the concerto shower trolley. Upon the evaluation performed by the qualified arjo representative it was found that stretcher was unstable. It was caused by two missing and two loose screws connecting stretcher with the frame via metal plate, which resulted in risk of unintended stretcher tilt. Neither patient involvement or injury occurrence were reported. The customer facility representative was unable to provide details regarding circumstances of the malfunction occurrence. The customer facility had placed the trolley in an out of service area until this unit was fixed. The faulty stretcher was replaced and device put back to use. The damaged part was disposed of after repair and was not available for further manufacturer evaluation. The concerto shower trolley is intended for assisted hygiene care especially showering and bathing of residents in care environments. This equipment must be used by appropriately trained caregivers with adequate knowledge of the care environment, its common practices and procedures, and in accordance with the guidelines in the instructions for use (IFU). The concerto shower trolley is subject to wear and tear, so the care and maintenance actions must be performed when specified to make sure that the product remains within its original manufacturing specification. Please note that instructions for use (IFU; 04.ba.05_13 dated on october 2017) delivered with the involved device the customer personnel with sufficient device knowledge should perform regular checks of the device to detect any signs of wear: "every week: check mechanical attachments: tilt the stretcher. (...) When tilted check for cracks in the stretcher." The concerto IFU also provides user with supporting pictures showing devices areas which should be controlled during preventive maintenance activities. The damaged stretcher claimed in the investigated complaint was not available for further manufacturer's evaluation. Therefore, based only on the available information it was not possible to drawn further conclusions. In summary, according to the customer allegation, the stretcher screws were missing and loose, so the device did not perform as intended. The shower trolley was not used for patient hygiene, when the malfunction was detected and no event in use occurred. This complaint was decided to be reported to the regulatory authority in abundance of caution due to malfunction, which could have led to the patient fall.

Manufacturer narrative:
The faulty stretcher was replaced and device put back to use. The investigation is ongoing and additional information will be provided in the next report.

Event description:
Arjo was requested by the customer facility for service of the concerto shower trolley. Upon the evaluation performed by the qualified arjo representative it was found that stretcher was unstable due to missing and loose screws connecting stretcher with the frame via metal plate, which posed a risk of unintended stretcher tilt. No patient involvement or injury occurrence were reported.